Event description:
It was reported that the ventilator shutdown while it was on a battery operation. At the time of the shutdown only one backup battery was inserted. The ventilator was connected to a pt but there was no injury. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. (B)(4).